Event description:
It was reported that the patient is requesting information regarding interaction of bone cement with zimmer knee (ti stem with femur). She has a metal allergy (like nickel) and is experiencing swelling, redness (left to right at incision site), heat and pain; but no rash.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.